Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before the patient was connected to the machine for treatment, the nurse placed an intravenous catheter into the patient's right neck. After the catheter was inserted and the shell was peeled, the tube core was pulled out, and the valve of the peel was detached by itself, resulting in a small amount of blood flowing out of the patient. A new catheter with the same lot and ID (identifier) was immediately placed, and the peel-away sheath was slowly removed. After observation for half an hour, it did not affect the patient. The patient and their family were comforted. There was unspecified amount of blood loss. There was no reported patient outcome.